Event description:
Additional information was received stating that the fiber originally used in the case was found to be broken. The customer stated that the "break allowed the laser burn to occur mid-fiber". The fiber was then changed and removed from use.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
(B)(6). PMA/510k #: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a flexible ureteroscopy procedure using a cook® single-use holmium laser fiber, the fiber broke outside of the patient (mid-fiber). The break was not noticed on first use. While the scrub nurse was stabilizing the fiber for surgical use, the nurse experienced a small burn on her thumb from the section of the fiber that was broken. A second unspecified fiber was used to complete the procedure. With the current available information, it is unclear if the patient has experienced any adverse effects due to this alleged product malfunction. Additional information has been requested regarding the patient, the nurse, and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and trends. One opened package labeled with part number hlf-s273-hsma and lot number 8500724 was returned for investigation. The fiber was received inside a protective coil and secured to the packaging tray. Visual examination of the device confirmed the fiber is broken at 101cm from the end of the silicone hub cover and the blue cladding is partially separated. Under magnification the fiber optics is visible and protruding 1-2mm from the partially severed cladding. The point of separation on the fiber is cracked and broken at an angle. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records shows there have been no additional complaints reported on the device lot number 8500724. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Any of the factors provided in the IFU can cause the fiber breakage. Based on the provided information, an investigation conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
Information provided on 08jan2019. During the event, the laser fiber was used with a lumenis powersuite 20w, serial number (B)(4). The lumenis power settings used during the procedure were: energy/pulse (j/p) 0.5-1.0j. Repetition rate (hz) 5-15hz. Total energy (j) unknown. Additional information received on 15jan2019. The scrub nurse reported that no adverse harm came to anyone during the procedure, no medical treatment was required whatsoever and I was able to continue my work as a scrub nurse. The patient was not affected by this incident; the part of the cable which broke was outside the patient.